Event description:
The label is misleading in that it uses the same descriptions as no rub, no rinse saline solution. Additionally, it was on the shelf with the saline solution. After buying it, I filled my contact case with it and went on vacation to (B)(6). Of course, after putting one lens in my eye, I experienced the most excruciating pain I can ever remember having. Luckily, a dr was vacationing with us and assisted me as well as he could. The next morning, I had a blister covering the entire white of my eye. I was very concerned about my vision and possible infections. Since then, I have unexplained issues with the eye. The pupil dilates randomly. I have been seen by a neurosurgeon, 2 neuro ophthalmologists, and my regular ophthalmologists. They can find no explanation for this problem. My optometrist read the label and agreed that it was misleading, and had small print for seeing impaired people. Also, the blue labeling is most difficult color for the eye to read effectively. I did not pursue any type of litigation or complaints. I do feel it should be labeled differently, and may be include a skull and crossbones (with an eye patch over the skull eye). Age: (B)(6). Outcome: visit to clinic/doctor, call to poison control center, medical tests, more medicine to reduce or relieve the possible bad effects of the error. (B)(6).